Event description:
The customer's mother called to report that the customer was hospitalized due to low blood glucose levels, with a reading of 22 mg/dl. The mother stated that the device stopped working while the customer was at school, and currently the screen is blank. Troubleshooting was performed, but the screen remained blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.